Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n285877, implanted: (B)(6) 2011, product type: screening device. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that a patient would have a revision due to the extension wires having moved and come up over the battery. Additional information reported that it was unknown when the event occurred or was first discovered. It was noted that no malfunctions were seen and no cause of the issue was determined. It was unknown when the surgical revision would take place. Additional information received reported that the "pocket too small, [illegible]." It was noted that the patient had not suffered any injury. Additional information received reported that even the doctor could not understand what was written in the previous communication but guessed it was "pocket too small + very tight." The patient was seen again on (B)(6) and, according to the notes, the patient reported improvement at the pocket site and effective therapy. Additional information received from the consumer's attorney reported in 2011, two ap and lateral views of the skull demonstrated nerve stimulators in the soft tissue of the occipital area. The leads were intact and the generator overlaid the right upper chest. There was a right sided cochlear and multilevel degenerative disc disease in the cervical spine. The impression was the status of the post occipital nerve placement. Assessment of the position of the leads was conducted. Ap and lateral views of the cervical spine were obtained. It was noted there were no prior studies available for comparison. An occipital stimulator device had been placed with the device implanted in the anterior left chest wall, and leads coursing posteriorly within the subcutaneous tissues of the left neck, superiorly beyond the field-of-view over the occiput bilaterally, and coursing inferiorly, with leads terminating at the level of the spinous process of c2. The visualized portions of the leads appeared intact. There was no evidence of fracture, dislocation, or subluxation of the cervical spine. There was reversal of expected cervical lordosis secondary to positioning or spasm. Vertebral body height was preserved. There was disc space narrowing at multiple levels, most significant at c4-c5, c5-c6, and c6-c7, where it was moderate. Marginal osteophyte formation was seen anteriorly. There was mild uncinated process hypertrophy at the upper cervical levels. The facet joints were intact. Prevertebral soft tissues were within normal limits. Surgical clips projected over the expected location of the thyroid. The atlantodens interval was appropriate and there was symmetrical spacing of the c1 lateral masses in relation to the dens. The impressions were of no evidence of fracture, dislocation subluxation, or paravertebral soft tissue swelling and there were degenerative changes to the cervical spine as noted. There was an occipital stimulator device positioned over the left chest. The leads extended up into the neck and for further evaluation review of the cervical spine images were recommended. There was minimal baipical pleural thickening and mild nodularity. The heart size was normal and the lungs were clear. There were no pleural effusions. In (B)(6) 2014, there was a revision of the leads. It was noted the specimen was received fresh, in one part, labeled with the patient's name, unit number, "scs lead", and consisted of a portion of tan translucent plastic and silver metal wiring which included an inscription. There was no attached soft tissue and no sections were submitted. The patient had a history of neck pain with the migration of leads. This was the status post occipital nerve stimulator. For lead and electrode position and battery position in the upper chest, frontal and lateral views of the cervical spine were taken and the 2 images correlated with previous examination on (B)(6) 2013. It was reported the occipital nerve stimulator device was seen with the battery pack projecting over the left upper hemithorax with 2 catheter leads extending superiorly. One projected anteriorly overlying the superficial aspect of the left first rib with 8 metallic leads the most distal of which projected over the c7 vertebral body on lateral view. Additional wire was seen extending cranially and posteriorly along the lateral soft tissues and appearing to terminate posteriorly within the occiput with 8 additional metallic leads in a transverse fashion incompletely imaged on lateral view. No definite discontinuities of the wires were seen. The course of the wires was different than on previous examination. The atlanto-dens interval was preserved. No prevertebral soft tissue swelling was present. Vertebral body heights were maintained. Disc space narrowing was mild to moderate at c4-c5, c5-c6, and c6-c7 with associated endplate osteocytes. No acute fractures were seen. Slight prominence to a possible cervical rib to the right on c7 was noted. Unremarkable partially imaged lung apices were also noted. Surgical clips projected over the right aspect overlying the t1-t2 vertebral bodies on frontal view. The impression was reported as occipital stimulator device with course of 2 catheter lead with metallic electrodes as above. There was no definite discontinuity seen. Clinical correlation was advised as to correct lead placement as the course of the wires were different than on prior examination. Degenerative changes of the cervical spine greatest from c4 to c7 were noted with straightening of the expected lordosis and there was a possible small right cervical rib at c7. In (B)(6) 2014, base, towne, frontal, and lateral view images were taken of the skull. The nerve stimulator leads were seen. One lead overlaid the posterior left occiput. The tip overlaid the subcutaneous tissues. The second lead overlaid the soft tissues of the lower neck and upper chest on the left. The sella appeared normal, the sinuses were clear, and the lung apices appeared normal. The right transverse process of c7 appeared slightly elongated on the right. A small calcification overlaid the left side of the neck. C4-c5 disc narrowing with hypertrophic lipping was noted. **please see manufacturer report #3004209178-2013-23425 for information on the patient's concomitant product.